Event description:
The following was reported from a clinical study: on (B)(6) 2023, the patient underwent endovascular treatment of an abdominal aortic aneurysm and a gore® excluder® thoracoabdominal branch endoprosthesis (tambe) was implanted. During this procedure, gore® viabahn® vbx balloon expandable endoprosthesis (vbx device) were used as branch devices in the visceral arteries. On (B)(6) 2024, imaging was performed and occlusion of the right renal artery was reported. As reported, both vbx devices implanted in the right renal artery are occluded. With imaging, the study patient's right kidney was only measuring 7 cm, compared to 10 cm previously and a 10.5 cm left kidney. There is no intervention planned at this time.

Manufacturer narrative:
Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. H6 - code f28: intervention is not planned at this time, per study site. H6 - code c19: review of device manufacturing record history confirmed device met pre-release specifications. H6 - code b20: device remains implanted and images were not provided; therefore, direct product analysis was not possible. Manufacturer report 2017233-2024-05558 was submitted for same patient with same ae observed on same day /same anatomical location. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The IFU was reviewed and the following statement was found to be applicable: complications and adverse events can occur when using any endovascular device. These complications include, but are not limited to: stenosis, thrombosis or occlusion.